Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke remains unknown.

Event description:
During an atrial fibrillation procedure, the patient experienced a stroke. After ablating the box lesion on the posterior wall of the left atrium, a geometry shift was noted where the applied lesions appeared more posterior than at the beginning. The applications were made by approximation and isolation of all 4 veins and the posterior wall were checked, without affecting the procedure. Following the procedure, the patient simply did not wake up from anesthesia, and it was determined the patient had experienced a stroke and is in serious condition.

Event description:
During an atrial fibrillation procedure, the patient experienced a stroke. After ablating the box lesion on the posterior wall of the left atrium, a geometry shift was noted where the applied lesions appeared more posterior than at the beginning. The applications were made by approximation and isolation of all 4 veins and the posterior wall were checked, without affecting the procedure. Later in the procedure, the patient experienced a stroke and is in serious condition.